Manufacturer narrative:
Result: fowler brake.

Event description:
It was reported by service report that the fowler would drift down. The customer could not determine if there was pt involvement or if there were adverse consequences to report.